Manufacturer narrative:
The investigation was not able to determine a specific root cause. The user suspected a sample related issue but could not supply further evidence. Due to the fact that the laboratory's centrifuge settings were not within the tube manufacturer's recommendations and more than one analyte was affected, a pre-analytical cause seemed likely. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable calcium, glucose hk generation 3(glucose) and bun results for one patient plasma sample tested in a micro cup on the analyzer. Of the data provided, only the glucose result was discrepant and reported outside the laboratory. The initial result was 45 mg/dl. The repeat result on the cobas c501 serial number (B)(4) was 61 mg/dl. The corrected value was called to the nurse and the patient was not treated based on the initial result. The patient was not adversely affected. The glucose reagent lot number was not provided. The field service representative was unable to reproduce the discrepant result. He checked the instrument sampling and cuvette wash functions. To verify the analyzer operation, the user ran precision testing, calibration and quality control with results within specifications.